Manufacturer narrative:
B1 product problem and h6 medical device problem code a150203 was inadvertently omitted on the initial manufacturer device report.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 66-year-old male patient presenting with acute decompensated cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. During intensive care unit management, repositioning was attempted multiple times at bedside by the surgical team. While on support, the device functioned as intended at performance level p-8 with flows at 4.2 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The following day, during patient repositioning by nursing staff, the impella 5.5 device was displaced into the aorta. During troubleshooting, it was observed that although the blue lock appeared engaged, the catheter was able to move freely without activation of the release mechanism. The device was removed. During removal, the graft detached from the anastomosis and was removed along with the impella catheter, including a portion of the axillary artery. The patient subsequently experienced cardiac arrest, and extracorporeal membrane oxygenation was initiated emergently. Surgical repair of the axillary artery was performed, and vascular injury was managed with blood product replacement. The patient survived the complication and remained on extracorporeal membrane oxygenation support. The result was vascular injury during device removal requiring surgical intervention and escalation to extracorporeal membrane oxygenation support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5. Additional event description added.

Event description:
Additional information was received that reports the product was returned for investigation.